Event description:
It is reported that the pt is experiencing a clunking feeling and looseness.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info; however, no info has been received to date. A definitive root cause cannot be determined with the info provided. Part and lot numbers were not provided; therefore, device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.